Event description:
It was reported that a cartridge alarm 30 occurred multiple times on the customer's pump during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump. The customer was advised on how to use the tandem t: slim mobile app and instructed to return the problematic pump to tandem using a pre-paid label. A replacement pump, equipped with updated software, was sent to the customer.